Manufacturer narrative:
Event data was reviewed by a member of the clinical team. Flows were found to be stable throughout the perfusion with a lower than expected flow in the artery. The flows were found to be as follows with variability: arterial flow 0.08 l/min, portal flow 1.23 l/min, and inferior vena cava flow 1.31 l/min. No evidence of a device issue was identified following the data review. The root cause of the reported issue could not be confirmed.

Event description:
It was reported that the hepatic artery of the donor liver did not flush appropriately after perfusion. There was a concern for hepatic artery thrombosis. The recipient surgeon declined the liver for transplant. Subsequently, the liver was discarded.

Manufacturer narrative:
Data from the event has been obtained. Review of the data is pending. A supplemental report will be submitted once the data review findings are available.

Event description:
It was reported that the hepatic artery of the donor liver did not flush appropriately after perfusion. There was a concern for hepatic artery thrombosis. The recipient surgeon declined the liver for transplant. Subsequently, the liver was discarded.

Manufacturer narrative:
The "date of this report" was incorrect in the previous submission. B4 has been updated to reflect the correct date of may 14, 2025.

Event description:
It was reported that the hepatic artery of the donor liver did not flush appropriately after perfusion. There was a concern for hepatic artery thrombosis. The recipient surgeon declined the liver for transplant. Subsequently, the liver was discarded.